Event description:
It was reported that: "purpose of surgery: correction of kyphosis with vertebral body fracture. Procedure: screw and hook fixation: t9- iliac, decompression, plif: l2-s1, rod fixation. Two (2) cages were implanted in each vertebral space. The surgeon completed surgical incision closure after he took x-ray of frontal and sagittal. Before repositioning of the patient, the surgeon rechecked x-ray and found some particle. The surgeon open surgical incision again and removed the piece of the curette successfully.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the device was found to be manufactured almost 8 years ago. The general instruments IFU states that the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery. Conclusion: based on the age of the device and visual inspection, the probable root cause of this event is determined to be normal wear and tear of instruments.

Event description:
It was reported that: "purpose of surgery: correction of kyphosis with vertebral body fracture. Procedure: screw and hook fixation: t9- iliac. Decompression. Plif: l2-s1. Rod fixation. Cages were implanted in each vertebral space. The surgeon completed surgical incision closure after he took x-ray of frontal and sagittal. Before repositioning of the patient, the surgeon rechecked x-ray and found some particle. The surgeon open surgical incision again and removed the piece of the curette successfully.